Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope experienced a loss of ultrasound image during a diagnostic procedure. The procedure was completed using the same equipment. There were no reports of patient harm.